Event description:
Procedure type: lap hill gastropexy. According to the reporter: while inside the pt's cavity, one side of the needle broke. The needle was retrieved. The surgery was extended 20 to 30 minutes to retrieve the needle. Tissue damage occurred to the walls of the stomach. Some bleeding occurred, but an amount could not be reported.